Event description:
A doctor reported that it was hard to aspirate lens fragments during cataract surgery. The procedure was completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).